Event description:
It was reported that there was cracked interior battery door latch compartment. The event happened during testing. Additionally, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The uso and dso seals were replaced and the device passed all testing.